Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the charger and programmer can no longer communicate with the patient's ipg. A new charger and programmer wand were sent to the patient, but did not resolve the issue. The patient will undergo surgical intervention to address the issue.